Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt's attorney advised the 3.5mm lcp low bend medial distal tibia plate "malfunctioned after being surgically implanted."